Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise in all programmed sensing vectors. It was noted that the patient had a left ventricular assist device (lvad), and the noise was suspected to be related to the lvad. Surgical intervention was undertaken. The electrode and device were explanted. A transvenous implantable cardioverter defibrillator (ICD) system was implanted seven days later. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise in all programmed sensing vectors. It was noted that the patient had a left ventricular assist device (lvad), and the noise was suspected to be related to the lvad. Surgical intervention was undertaken. The electrode and device were explanted. A transvenous implantable cardioverter defibrillator (ICD) system was implanted seven days later. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.